Manufacturer narrative:
The device was not returned for analysis. No serial number was provided; therefore, a service history review could not be conducted. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
The email stated that the pumps were indicating an occlusion in the line, which prevented the nurse from proceeding with the infusion. The nurse tried three different pumps with three different epidurals, but the results were the same. There was unknown patient involvement.